Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the non-calcified and moderately tortuous av fistula at the right antebrachium. Access was obtained through the radial artery. The physician advanced the 6.0x20/40 sterling balloon to the lesion and on the first inflation the balloon ruptured at 6atms. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)